Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#:k130470. Investigation summary: bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached.

Event description:
It was reported that while using bd bd max¿ system, bd (B)(6) instrument the scanner misread the barcodes. The following information was provided by the initial reporter: it was reported that the scanner miss reads barcodes.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: (B)(4). . Investigation summary: bd quality has reviewed the complaint, service investigation and adverse event questions. The results of this investigation have not identified any new hazards, new risks, or specific trends. No further investigation is required at this time. Quality will continue to trend the reported issue. Further investigation will be required if an actionable level is reached.

Event description:
It was reported that while using bd (B)(6) system, bd (B)(6) instrument the scanner misread the barcodes. The following information was provided by the initial reporter: it was reported that the scanner miss reads barcodes.